Manufacturer narrative:
Reliability analysis inspected 2 opened/used enlite sensors, performed visual inspection, and found 1 of 2 sensors with the needle bent at the sensor base. Analysis was unable to confirm the customer received the sensor in said condition because the customer returned it opened/used. The bicarbonate buffer test was performed on the 1 remaining sensor and it passed per specifications with accurate readings.

Event description:
The customer's wife called in to report that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 122 mg/dl, compared with the sensor glucose reading of 65 mg/dl. The caller also stated that the needle bent while trying to take the tape off. The sensor were replaced and returned for analysis.